Event description:
During testing at the user facility, it was noted that the device door roller pin was missing. The device was returned to the biomed dept with an unsigned note that stated, "damaged not function." No tracking info was provided, therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller pin was missing. The device door could not be properly closed due to the missing door roller pin. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing freely through the cassette. The probable cause for the missing device door roller pin was leaving the device door assembly in the open position exposing the device door roller pin to contact damage. This report represents all info known by the reporter upon query by hospira personnel.